Event description:
The customer reports false positive architect stat troponin-I assay results being generated on patient samples tested on an architect i1000sr analyzer. The customer uses a normal cut-off value of less than 0.028 ng/ml with a critical value of 0.30 ng/ml. The following patient results (in ng/ml) were provided: sid (B)(6) = 0.007 , 0.052 and 0.025; this sample tested at 0.208 at another hospital lab. Sid (B)(6) = 0.020 , 0.025 and 0.035. Sid (B)(6) = 0.011 , 0.017 and 0.032. The customer also compared plasma gel tubes to plasma non-gel tubes and provided this example (in ng/ml): non-gel plasma = 0.020 , 0.013 and 0.0008. Gel-plasma = 0.011 , 0.016 and 0.0008. Additional results from other patients were provided on a follow-up contact (format for the following is patient sex, patient identification, patient date of birth; results in ng/ml; date results generated): female, (B)(6) 1952; 0.029, 0.036, 0.027, 0.035, 0.027, 0.033; (B)(6) 2015. Female, (B)(6) 1925; 0.047, 0.021, 0.035; (B)(6) 2015. Female, (B)(6) 1961; 0.010, 0.031, 0.031; (B)(6) 2015. No information, 0.045, 0.029, 0.023, 0.023, 0.018, 0.024, 0.022; (B)(6) 2015. Female, (B)(6) 1971; 0.007, 0.052, 0.025; (B)(6) 2015. Male, (B)(6) 1953; 0.022, 0.033, 0.032; (B)(6) 2015. Male, (B)(6) 1954; 0.020, 0.025, 0.035; (B)(6) 2015. Female, (B)(6) 1933; 0.011, 0.017, 0.032; (B)(6) 2015. Male, (B)(6) 1962; 0.015, 0.029, 0.032; (B)(6) 2015. Controls have remained within specifications. The customer is running all samples in triplicate to monitor this issue. No suspect results have been reported from the lab with no patient impact. Some samples are being sent to a reference lab for comparison. A service call has been initiated.

Manufacturer narrative:
The customer provided the following additional patient information generated as a correlation between their lab and a sister hospital lab: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer provided the following additional patient data: (B)(6): 0.029, 0.036 and 0.027 ng/ml ((B)(6) 2015); 0.035, 0.027 and 0.033 ng/ml ((B)(6) 2015). Sn: (B)(4). (B)(6): 0.047, 0.021 and 0.035 ng/ml ((B)(6) 2015). (B)(4). (B)(6): 0.010, 0.031 and 0.031 ng/ml ((B)(6) 2015). (B)(4). (B)(6) (no information): 0.045, 0.029, 0.023, 0.023, 0.018, 0.024 and 0.022 ng/ml ((B)(6) 2015). (B)(4). (B)(6): 0.007, 0.052 and 0.025 ng/ml ((B)(6) 2015). (B)(4). (B)(6): 0.021, 0.033 and 0.032 ng/ml ((B)(6) 2015). (B)(4). (B)(6): 0.020, 0.025 and 0.035 ng/ml ((B)(6) 2015). (B)(4). (B)(6): 0.011, 0.017 and 0.032 ng/ml ((B)(6) 2015). (B)(4). (B)(6): 0.015, 0.029 and 0.032 ng/ml (B)(6) 2015). (B)(4). The customer performed a correlation study with a sister hospital and provided the following results on (B)(6) 2015: patient #1: 0.036, 0.031 and 0.030 mg/ml; sister hospital = 0.015 ng/ml. Patient #2: 0.035, 0.041 and 0.034 ng/ml; sister hospital = 0.024 ng/ml. Patient #3: 0.024, 0.024 and 0.028 ng/ml; sister hospital = 0.018 ng/ml. Patient #6: 0.007, 0.052 and 0.025 ng/ml; sister hospital = 0.208 ng/ml. The customer's cut-off value is less than 0.028 ng/ml with a critical value set at 0.30 ng/ml. Section d. 4. Serial #: during the product evaluation, it was found that the suspect medical device serial number should be changed to architect i1000sr analyzer ln: 01l86-40 sn: (B)(4) from sn: (B)(4). An abbott field service engineer visited the customer site. After inspecting the analyzer and water supply, it was recommended that the water supply system be upgraded and that sample centrifugation/preparation be performed per recommended procedures. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect stat troponin-I assay package insert both contain information to address the current customer issue. There is not enough information to reasonably suggest a malfunction of the architect i1000sr nor was there an indication of a deficiency. Field service determined the result issue was most likely related to the water system and/or sample handling.